Event description:
It was initially reported by a vns physician that the patient's vns returned high impedance on a system diagnostic test. Last good diagnostics were said to be within the last 6 months. No trauma or manipulation was reported to have caused the event, and the device was not disabled as the physician elected to keep stimulation enabled. X-rays of the patient's device have not been sent in for review by the manufacturer. The patient was subsequently replaced with a new lead and generator. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.